Event description:
It was reported that, during a robotic laparoscopic cholecystectomy, the surgeon console threw an error as soon as it was done calibrating. The instruments were unable to be tele-operated due to the error and were greyed out on the screen. The surgeon console was restarted using the power button. However, after recalibrating, the same error occurred. A full restart of the system resolved the issue. All instruments lost one use due to the restart of the surgeon console, but otherwise had no reported condition. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cholecystectomy, the surgeon console threw an error as soon as it was done calibrating. This resulted in the instruments all being greyed out on screen. The surgeon console was restarted using the power button. However, after recalibrating, the same error occurred. A full restart of the system resolved the issue. All instruments lost one use due to the restart of the surgeon console, but otherwise had no reported condition. There was no patient injury.

Manufacturer narrative:
Additional information received: h6 (annex b, annex c, annex g) and h11 device evaluation: evaluation of the device data show that before the restart there was an issue with initialization of the surgeon console (sc) where a system process failed during the initialization after the surgeon console master controller (smc) went into an operable state. This forces the sc into a hardstop that is recorded on the tower and would not be recoverable without a whole system restart. Error code 'surgeon console startup error - process manager action if sc initialization failure' was triggered which gives a system recoverable inoperable_error, subsystem non-recoverable inoperable_error. Additionally, the error code 'user notification of hard_stop state for surgeon console' was triggered which gives a system recoverable in operable_error. The reason for the process failure is not known as the system was shutoff incorrectly by using the uninterruptible power supply (ups) or the emergency power off (epo). Evaluation of the sc confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue that occurred during the initialization of the sc. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.